Event description:
Nurse noted bleeding around needle stick. When nurse removed needle, needle cannula separated from needle hub. Needle remained in pt's arm. Nurse removed needle from pt and used different needles to complete dialysis treatment.